Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy reversal procedure, the device misfired. Manual suture was performed to complete the case. There was no patient injury.